Manufacturer narrative:
Section d10 references: product ID 37612 serial# (B)(6) implanted: (B)(6) 2020 product type implantable neurost imulator product ID 3389s-40 serial# (B)(6) product type lead product ID 3389s-40 serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(6), product ID: 3389s-40, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported starting in (B)(6) they didn¿t feel like the left battery in their chest was holding as long as it used to. The patient could go two days and check it, and it would be down to 50% where they would previously be able to go anywhere from a week and a half to two weeks between charging. On (B)(6) they started a charge and heard an error tone with the wireless recharger blinking red. They turned it off and starting charging again and it worked fine. During the call the patient wanted to make sure nothing was wrong with the recharger as they had dropped it on a stone floor. The patient was able to successfully charge the implant to 100%, but it drained to 50% after two days. The patient had not had any programming changes that could have affected neurostimulator depletion. The patient was redirected to their healthcare provider. The following day the manufacturer¿s representative (rep) reported a 528 error code was seen on the patient¿s left implant. The patient indicated stimulation was on and the implant was at 50% charge. When the rep met with the patient, they confirmed the patient had a short on contact 0 1 on the left side. The patient had not been getting equate therapy and the neurostimulator was draining much quicker than expected (was drastically down). The rep reprogrammed the patient and changed the activate contact to contact 2 where they got some therapy. The patient was going to follow-up with the healthcare provider (hcp) to discuss whether therapy was adequate and whether or not replacing the lead would be warranted.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the short was unknown. The patient was doing fine with their new settings and no further action was needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.